Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had poor coupling and stopped feeling stimulation and her pain symptoms returned. The antenna locate feature was used and the patient got two coupling boxes. The patient was seeing the charge implant screen on the programmer and a poor coupling screen. The change in therapy or symptoms was considered sudden. The antenna was damaged and a replacement was sent. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.